Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: comp-(B)(4).

Event description:
It was reported from the office of p4 sleep pathways pllc that a silent nite 3d one piece appliance experienced an anchor fracture. The patient was reported as a 44-year-old male with a history of known allergies and obstructive sleep apnea. Oral hygiene was reported as excellent. The appliance was delivered on (B)(6) 2025. No additional information was provided regarding the circumstances surrounding the event.